Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced blood glucose fluctuations with episodes of hypoglycemia, including a reported low of 39 mg/dl after a prior reading of 200 mg/dl, and elected to return the device while using backup therapy. Customer care provided support that included a review of available patient reports and internal case assessment. Investigation of this case revealed that the cause of the hypoglycemia could not be determined. No symptoms associated with low blood glucose and high blood glucose reported. Outcomes included interruption of normal device use without hospitalization. It was concluded that a definitive device-related cause was not established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.